Manufacturer narrative:
Claim#: (B)(4).

Event description:
Lens rotation post toric icl implantation resulting in an rx of -0.25+1.50x142 was reported. Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.